Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system did not boot up automatically. Upon troubleshooting, the fse checked the logs and found some image processing errors. Further analysis revealed that the software in the ippc needed to be updated. To resolve the issue, the fse updated the software in the ippc. After the software update, the fse rebooted the system multiple times, and the customer has rebooted it with no issues. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up automatically. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.